Event description:
It was reported, the customer was experiencing low blood glucose. The customer's blood glucose was 32 mg/dl. Customer had treated their low blood glucose with glucose tablets and juice. The customer also reported being sick for over a week. It was also found the customer had a motor error alarm. The customer also stated they were unable to complete the rewind sequence on their insulin pump. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with constant motor error alarms during rewind due to encoder signal out of phase. No unexpected low battery alerts noted during testing. The insulin pump was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test, operating currents measurements and off no power test due to constant motor error alarms during rewind. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.